Event description:
(B)(4). Since having essure places I have a pinching pain on my left lower side. After dealing with the pain for about a month I went to the doctor. The left coil is irritating a nerve which is causing the pinching pain. I am scheduled to have both my coils and my tubes removed in (B)(6).